Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 09-jun-2020. The most recent information was received on 25-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('the dull pains are almost continuous on the right as on the left, sharp pains which go down to the crotch and reflect into the back / the pains are increasing') in a 36-year-old female patient who had essure (batch no: he011pw) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bled for two months after implantation"), dyspareunia ("more or less acute pains during sexual intercourse since the implantation") and peripheral coldness ("feet and hands permanently frozen"). On (B)(6) 2020, the patient experienced medical device pain ("the pains appear during rapid position changes, during coughing, palpation, bloating, sexual intercourse with or without penetration (pain which can last up to 3 days in this case) / disabling pains in my body"), paraesthesia ("tingling and lightning in the legs"), aphasia ("speech disorder, visualisation of the thing but unable to find the word"), night sweats ("night sweats (despite cold feet and hands)"), hypersensitivity ("hypersensitivity"), eye disorder ("eyesight problems: need for glasses, and palpitation in the eye"), migraine ("migraines leading to vomiting") and vomiting ("migraines leading to vomiting"). On an unknown date, the patient experienced arthralgia ("sensation of scratches down to the hips"), initial insomnia ("difficulty falling asleep"), insomnia ("difficulty sleeping") and fatigue ("physical and moral fatigue"). The patient was treated with surgery (removal of essure planned for on (B)(6) 2020). On (B)(6) 2017, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, dyspareunia, medical device pain, arthralgia, peripheral coldness, paraesthesia, aphasia, night sweats, hypersensitivity, eye disorder, migraine, vomiting, initial insomnia, insomnia and fatigue had not resolved. The reporter considered aphasia, arthralgia, dyspareunia, eye disorder, fatigue, genital haemorrhage, hypersensitivity, initial insomnia, insomnia, medical device pain, migraine, night sweats, paraesthesia, pelvic pain, peripheral coldness and vomiting to be related to essure. The reporter commented: patient¿s current status: disabling pains in my body, whether sitting on a chair or working (physical profession). Apprehensive about driving because while I am the wheel it is fine, but after getting out of the vehicle I have sharp pains. Difficulty falling asleep and sleeping, the pains wake me up and prevent me from getting comfortable. Physical fatigue, moral fatigue, search for a possible pre-menopause: negative. Removal planned for the end on (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('the dull pains are almost continuous on the right as on the left, sharp pains which go down to the crotch and reflect into the back / the pains are increasing') in a (B)(6) year old female patient who had essure (batch no. He011pw) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I bled for two months after implantation"), dyspareunia ("more or less acute pains during sexual intercourse since the implantation") and peripheral coldness ("feet and hands permanently frozen"). In (B)(6) 2020, the patient experienced medical device pain ("the pains appear during rapid position changes, during coughing, palpation, bloating, sexual intercourse with or without penetration (pain which can last up to 3 days in this case) / disabling pains in my body"), paraesthesia ("tingling and lightning in the legs"), speech disorder ("speech disorder, visualisation of the thing but unable to find the word"), night sweats ("night sweats (despite cold feet and hands)"), hypersensitivity ("hypersensitivity"), eye disorder ("eyesight problems: need for glasses, and palpitation in the eye"), migraine ("migraines leading to vomiting") and vomiting ("migraines leading to vomiting"). On an unknown date, the patient experienced arthralgia ("sensation of scratches down to the hips"), sleep disorder ("difficulty falling asleep and sleeping") and fatigue ("physical and moral fatigue"). The patient was treated with surgery (removal of essure planned for (B)(6) 2020). In (B)(6) 2017, the genital haemorrhage had resolved. At the time of the report, the pelvic pain, dyspareunia, medical device pain, arthralgia, peripheral coldness, paraesthesia, speech disorder, night sweats, hypersensitivity, eye disorder, migraine, vomiting, sleep disorder and fatigue had not resolved. The reporter considered arthralgia, dyspareunia, eye disorder, fatigue, genital haemorrhage, hypersensitivity, medical device pain, migraine, night sweats, paraesthesia, pelvic pain, peripheral coldness, sleep disorder, speech disorder and vomiting to be related to essure. The reporter commented: patient¿s current status: disabling pains in my body, whether sitting on a chair or working (physical profession). Apprehensive about driving because while I am the wheel it is fine, but after getting out of the vehicle I have sharp pains. Difficulty falling asleep and sleeping, the pains wake me up and prevent me from getting comfortable. Physical fatigue, moral fatigue, search for a possible pre-menopause: negative. Removal planned for the end of (B)(6) 2020. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.